Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor had inaccurate sensor glucose readings. The customer also reported that the insulin pump alarmed sensor error. The blood glucose reading was 444 mg/dl, which was treated with a manual injection. The sensor glucose reading was 124 mg/dl. The customer was advised that the sensor would be replaced. The most recent blood glucose reading was 149 mg/dl. Nothing further reported.